Event description:
In 2005 aicd change with atrial lead extraction and replacement (old) medtronic #5076. (New) atrial lead model #5076-45. 6/13/05 - atrial lead revision removed medtronic aicd #7274.